Event description:
The surgeon reported the needleless site proximal to pt's head caused an infection of the pt's cerebrospinal fluid. Additional info has been requested for clarification on how the surgeon came to the conclusion that the reported infection was caused by the needless port on the external drainage system.